Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and other evidences provided were insufficient. Since x-rays was provided, the opinion of the medical expert was requested and stated as following: the event of a planned revision surgery can be confirmed. I cannot confirm whether revision has taken place. The images provide little information. The presence of the ascend flex stem with the tray for the reversed configuration can be confirmed. At the time of the CT-scan made for the revision planning, the humeral component was not dislocated in relation to the glenosphere. There is insufficient information to determine a root cause for the alleged joint instability. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. Awaiting investigation finalization due to change of method code. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the devices are returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a revision due to instability.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision due to instability.